Manufacturer narrative:
Analysis inspected 1 opened or used sensor and performed continuity resistance test and sensor passed per specifications. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened or used.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 278 mg/dl and blood glucose was 94 mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. It as found that the cannula was bent upon removal. . Customer was advised to monitor pump and to follow up if any further questions. Customer was advised that the device would be replaced and to return the sensor for analysis.

Manufacturer narrative:
Analysis inspected 1 opened or used sensor and performed continuity resistance test and sensor passed per specifications. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened or used.